Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed lesion was located in a moderately tortuous and moderately calcified mid left anterior descending artery. A 10mm x 3.00mm wolverine cutting balloon was selected for use. After pre-dilatation using a non-bsc device, the device was attempted to be advanced in the lesion area; however, difficulty in crossing was encountered due to calcification. The balloon did cross the lesion area after manipulation, however, a rupture occurred after it was inflated 4 times at 12 atmospheric pressure. The device was completely removed by simply pulling it from the patient's body, and the procedure was completed with a different device. No complications were reported and the patient's condition was good post procedure.